Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, an alert for high, out of range high voltage lead impedance was observed. The tachy therapy was programmed off and the device was reprogrammed. The lead was explanted and replaced. Patient was fine.